Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lens was scratched and device was inoperable. Fluid ingression was found on the downstream occlusion sensor. Review of the event history log showed an occurrence of error code 1720. The investigation determined that a broken wire on the back-up capacitor was the cause of the reported error message. The lens and capacitor were replaced. Based on evidence and investigation, the complaint allegation was confirmed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (11/1/2018) and there was no indication of a manufacturing defect during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a lens damage error during testing. There was no patient injury.